Manufacturer narrative:
E1 establishment name: (B)(6). The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The device was quarantined after the positive culture and was not used. The scope was last reprocessed on may 15, 2023 and then sampled within 6 to 12 hours. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The scope was stored in a sterile field. During device evaluation at olympus, it was found no failures. The device passed all tests and was working according to specifications. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the oes cystonephrofiberscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Correction to b3, b3 was inadvertently left out of the initial report. Correction to b6, please see b6 for further information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. With the absence of a microbiological indicator both of the customer cultures conformed to the regulation's recommendation. When olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of cyf-5 describes the reprocessing methods in the following chapters: chapter "reprocessing workflow for endoscopes and accessories". Chapter "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.